Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a flo-gard infusion pump with a false air in line alarm was confirmed during product evaluation. This condition was caused by a faulty air sensor. The air sensor was replaced to correct the reported condition.should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with a false air in line alarm. According to the facility, it is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.